Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following the intraocular lens (iol) the patient experienced poor quality of vision and double vision. Clinical reason mentioned was decreased contrast, update in refraction not beneficial. Additional information received and stated that the patient experienced glare, strobe lights and unclear vision. The intraocular lens (iol) exchange has been performed due to patient¿s dissatisfaction. The exchange was performed by another surgeon. There was no further impact to the patient. The patient issue had been resolved post iol exchange. The surgeon¿s prognosis was excellent.